Event description:
The complainant reported that a patient had a three vessel coronary artery bypass graft. The next day the patient went into atrial fibrillation with rapid ventricular response. The patient decompensated during the event and went into ventricular tachycardia/ventricular fibrillation arrest. Return of spontaneous circulation was established and cardiology was consulted for cardiogenic shock. Once taken to catheterization lab, all grafts were open, and an impella cp was placed via percutaneous right femoral artery for mechanical circulatory support without complication. The patient was taken to unit and received no more calls the rest of evening or morning. The next day when rounding on patient¿s on support they were notified of two suction events that occurred earlier in the morning, but was resolved with fluid bolus and reducing p-level to p-7. Currently the patient has no alarms or issues. The impella was in good position and the patient received 2.7 liters of flow. Cardiac output was 3.6 and cardiac index was 2.1, pulmonary artery pulsatility index (papi) was calculated to 1.1. During rounds, the team talked about treatment course. The patient appeared to be getting as much support as p-7 would allow. Hearing that patient had suction alarms earlier that was resolved with fluid and reducing p-level it was recommended just to continue to monitor. The patient's echocardiogram showed the posterior wall was very hypokinetic and that she most like has some residual heart failure occurring. No suction of flow issues were occurring upon follow up. He pump was removed and thrown way. It did not appear that the patient had any right ventricle issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.